Manufacturer narrative:
Inspection indicates a weldment point on the recline actuator mounting bracket having broken away. This weldment is where the recline actuator is secured, and in whole, is attached to the seat frame. It was reported when this component broke, it allowed the back hinge to no longer remain upright as the recline actuator was no longer secured. No injury was reported to have occurred as a result of this event. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected. To assess the full impact of this failure mode, CAPA (B)(4) has been opened to further investigate, correct and monitor effectiveness. The recline actuator and suspect bracket met acceptable performance margins and replacement components were approved for distribution. The service provider was supplied with the approved parts in order the repair of the device and return to the end-user. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report claiming as the end-user had completed a tilt function, the backrest reportedly gave way falling to a horizontal position. No injuries were reported to have been sustained as a result.